Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of approximately 5-10mm when on the right posterior portion of the head. When the surgeon was on the skin in this region, it was showing 5-10mm inside the skin. Patient had tape and swelling on this region of the head, and with the patient prone, excess skin was also pulling on that region. In trouble-shooting, multiple tracer registrations were performed, however, accuracy was not improved. A second navigation system was brought in, and experienced the same inaccuracy. The surgeon opted to proceed, with this knowledge, and account for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system was found to be fully functional. The rep tested the navigation system on a resin head model and the system was accurate with no problem found.